Event description:
There was an allegation of questionable false-positive elecsys hiv duo results from the cobas e 402 analytical unit for an unspecified number of patients. The customer alleges that all hiv samples are testing positive, although previous results were negative. The results appeared to be repeatable; however, they were deemed unreliable and not reported outside of the laboratory.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The customer reported that the issue has been resolved. They did not provide information on what the exact issue was or how it was resolved. It was reported that the measuring cell was replaced, and the blank cell check was performed. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Based on the information provided, the cause of the event could not be determined.